Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Twelve days after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, once in three days, ongoing, route not reported) and amikacin injection (150mg, once a day, ongoing, route not reported) for peritonitis. The patient was to be discharged two days after hospital admission. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.